Event description:
One month after a skin test was placed in the patient's periorbital area, symptoms of redness and swelling began to occur intermittently. The original skin test on the forearm did not show any response. It was learned on 11/2001 the the patient was treated with tapering dose of oral dexamethasome.